Manufacturer narrative:
Refer to evaluation summary: manufacturer ref # (B)(4). It was reported that the carto 3 system was displaying the ablation catheter 180 degrees opposite from the fluoro image. The physician canceled the procedure. Biosense field service engineers could not duplicate the issue. Lab saved the lasso catheter that was used and biosense field service engineers tested it along with the eco dongle cable. The catheter visualized normally. Biosense field service engineers showed the lab staff how it could flicker if it was on the edge of the matrix being built. Biosense field service engineers supported next cases and issue was not duplicated. A DHR review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Event description:
It is reported that during an atrial fibrillation (afib) procedure, the carto was not displaying the ablation and lasso catheter. Metal values were good. The customer was advised to replace the cables to both catheters and the issue did not resolve. The ablation catheter was replaced and the issue did not resolve. The metal value jumped to 75 on patch 5. The tube was raised and the ablation catheter was seen and could fam. Metal values were normalized and the shaft of the lasso was seen but not the loop. Matrix was not seen. The lasso was changed from 20 pole a to 20 pole b. The location setup screen and the patches on patient was in correct placement. After that, it was reported that the carto 3 system was displaying the ablation catheter 180 degrees opposite from the fluoro image. It was confirmed that the location pad was in the correct orientation under the table. The customer replaced the ablation cable without resolution. The catheter was replaced and that issue was resolved, however now the distal end of the catheter is in the correct orientation but the proximal end of the catheter is swinging around the tip of the catheter in a random motion. The physician canceled the procedure. The patient was under local anesthesia. The procedure was being performed in the left atrium and a transseptal puncture was performed prior to the case cancellation. The physician did not consider cancelling the procedure caused a potential risk to this patient.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted. The concomitant products: lasso nav variable eco model# d-1343-01-s, lot # 16084944l; navistar ds model# d-1201-17-s, lot # 16039374m. (B)(4).